Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recz2837 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in procedures in the operating room, a monolumen power PICC catheter of ref 7173118 is used. When the peel is dilated, the dilator got bent and opened at its most distal end. If used in this state, it can damage the blood vessel and cause harm to the patient, therefore it is necessary to request another catheter with the same characteristics (new catheter, batch recz0300). The device was not used on the patient.